Event description:
It was reported that during a stenting treatment procedure, the balloon deflation issue occurred. Vascular access was obtained via the left groin (left femoral artery). The 50 to 70% stenosed lesion was located in the non-tortuous and non-calcified right external iliac. The lesion was not pre-dilated. This 7.0 x 40mm sterling balloon catheter was inflated twice for 15 seconds into the right external iliac lesion but failed to deflate. It was noted that the balloon was not fully deflated before trying to pull back. The physician completed a percutaneous puncture of the balloon catheter to deflate the balloon. The device was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
(B)(4).device evaluated by manufacturer:the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
It was reported that during a stenting treatment procedure, the balloon deflation issue occurred. Vascular access was obtained via the left groin (left femoral artery). The 50 to 70% stenosed lesion was located in the non-tortuous and non-calcified right external iliac. The lesion was not pre-dilated. This 7.0 x 40mm sterling balloon catheter was inflated twice for 15 seconds into the right external iliac lesion but failed to deflate. It was noted that the balloon was not fully deflated before trying to pull back. The physician completed a percutaneous puncture of the balloon catheter to deflate the balloon. The device was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device available for evaluation, returned to manufacturer. Device evaluated by manufacturer: examination of the returned device found dried contrast in the wire lumen and balloon and the balloon was deflated. Magnified inspection revealed a longitudinal tear in the balloon wall on the distal end of the balloon. An inspection of the balloon revealed no irregularities in the balloon material or the ro marker. There was no evidence of a proximal bond and distal outer shaft neckdown and bond anomalies. There was no damage to the catheter. Functional testing was unable to be performed due to the returned condition of the balloon. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).